Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, deformed power switch, rear panel and chassis dented, receptacle found loose and bending in pins of receptacle unit, noise, and line in image due to faulty receptacle unit, white balance led on the front panel not working due to faulty front panel unit and no image on monitor due to faulty main board. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus, the video system center exhibited lines in the endoscopic image. Upon inspection and testing of the customer returned device, the device displayed no image due to faulty main board, and white balance led on the device front panel was not working due to faulty front panel unit. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 8 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was surmised that the board and front panel unit were defective due to long-term use. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received from the customer: the event was found before the procedure as a general check of the equipment.

Manufacturer narrative:
Additional information was received from the customer. See: b3, b5.